Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing heart failure, and the surgeon was implanting a right ventricular (rv) lead in the septal area. Due to severe tricuspid regurgitation the sensing was "not very good", so the lead position was changed several times. Later, the lead helix could not be extended, so the lead was removed and tested outside of the patient. However the issue with the helix remained. The lead was removed and replaced with a new lead to successfully complete the procedure. No further patient complications have been reported as a result of this event.